Event description:
It was reported to medtronic minimed that the customer had reported the pump screen displayed a flashing medtronic logo and a flashing white display. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, and the customer was instructed that the pump would be replaced. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880 will be return for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self-test due to flashing medtronic logo. Unable to download history files and traces using thum] due to flashing medtronic logo. Unable to verify flashing white display due to flashing medtronic logo display. Pump was cut open to perform visual inspection and moisture damage on the [pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator or corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case at battery tube side, cracked battery tube threads and missing display window cover. Flashing medtronic logo was confirmed during analysis due to moisture damage on pcba 1 / pcba 2. Unable to verify flashing white display due to flashing medtronic logo display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.